Event description:
A pharmacist in norway accidentally stuck herself with a customer's used lancet when she tried to remove it from the microlet 2. The pharmacist had the appropriate blood tests performed for infectious diseases and plans to have repeat blood tests in three months. The product information was not provided. It was asked that the microlet 2 and lancets be returned for evaluation.

Manufacturer narrative:
The product information was not provided. The manufacture date could not be determined and lancets/lancing devices are not 510(k) cleared. In some countries outside the us, customer information is not provided due to privacy laws.